Manufacturer narrative:
This ra lead will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during the device upgrade procedure it was observed this right atrial (ra) lead was fractured. The decision was made to surgically abandon this ra lead and implant a new ra lead. There were no adverse patient effects reported.